Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was in 800s mg/dl. The current blood glucose is 115 mg/dl. The customer treated their high blood glucose with insulin pump and document the outcome of the hospitalization was fluid intravenous drips. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.